Event description:
It was reported that patient¿s mother is noticing an increase in seizures activity and patient is being referred for replacement. No surgery has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Explant date ¿ correction - inadvertently explanted date of (B)(6) 2022 not included on initial MDR health effect ¿ correction ¿ inadvertently f1905 not included on initial MDR.

Event description:
Additional information was received that patient was replaced. The explanted product was discarded following surgery. No additional relevant information has been received to date.